Event description:
It was reported in a medwatch that as the surgeon was attaching the tendon to the cancellous bone, the implant snapped. A second implant was used from the same lot and also snapped, fraying the patient`s autograft. An allograft was used in place of the patient`s own tendon.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Since the device failure mode is unknown, the cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. Unknown device disposition.